Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10 an event of migration of valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. It was noted that the aortic valve anatomy of the patient was bicuspid type 1, and the aortic annulation angle was around 50 degrees. The valve was observed to be severely calcified with a total amount of calcium around 1695mm3. The annulus diameter was measured to be 24.4x27.7mm, the area was measured to be 548mm2, and the perimeter was measured to be 84mm. While attempting to implant, the valve was deployed and released at 5mm, with no difficulty noticed when deploying the valve. Immediately after the valve was released, the valve popped up 10-15mm from the initial implant position. The valve remained in the aortic annulus and the bottom edge of the valve was within the sinus of valsalva (sov). It was unknown why the valve popped up as there was no noted interaction between the released valve and the delivery system or any other device. The valve was not occluding the coronary arteries, but the valve was snared at one of the retention tabs and pulled slightly higher in order to prevent coronary artery blockage. A second 29mm navitor valve was then implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was reported as stable and was discharged 24 hours after the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. It was noted that the aortic valve anatomy of the patient was bicuspid type 1, and the aortic annulation angle was around 50 degrees. The valve was observed to be severely calcified with a total amount of calcium around 1695mm3. The annulus diameter was measured to be 24.4x27.7mm, the area was measured to be 548mm2, and the perimeter was measured to be 84mm. While attempting to implant, the valve was deployed and released at 5mm, with no difficulty noticed when deploying the valve. Immediately after the valve was released, the valve popped up 10-15mm from the initial implant position. The valve remained in the aortic annulus and the bottom edge of the valve was within the sinus of valsalva (sov). It was unknown why the valve popped up as there was no noted interaction between the released valve and the delivery system or any other device. The valve was not occluding the coronary arteries, but the valve was snared at one of the retention tabs and pulled slightly higher in order to prevent coronary artery blockage. A second 29mm navitor valve was then implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was reported as stable and was discharged 24 hours after the procedure. No additional information was provided.